Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report skin irritation on (B)(6) 2014. Patient relayed experiencing an allergic reaction to the adhesive patch, describing symptoms of redness and turning a brown coloration when it dries. Patient advised area affected looks like a burn mark/scar and is circular in shape. The patient did not report any pain or discomfort. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).